Event description:
The customer called to report high blood glucose levels. The customer reported a blood glucose reading of 280 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.